Event description:
It was reported that a user experienced hyperglycemia while using the ilet system and subsequently stopped using the device, citing loss of trust. The user reported a highest blood glucose of 370 mg/dl over approximately eight hours, announced eight meals within six hours, administered additional insulin injections, and noted that their dexcom cgm was not functioning properly and was not replaced. No concurrent use of a glucometer was reported. Symptoms: fatigue, throat discomfort, thirst, facial puffiness, and polyuria. Outcomes: self-management without professional medical intervention or assistance. Investigation: reviewed user-reported data and product-use history provided troubleshooting and education discussed return eligibility and process findings indicated user management factors, including reliance on symptoms rather than meter readings, multiple meal announcements in a short period, and use of off-system insulin, which can affect algorithm performance. It was concluded that the event was consistent with hyperglycemia associated with use-pattern and sensor availability factors rather than a confirmed device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.